Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va0jmrh, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Health care provider stated that patient told him she fell and then felt shocking. Impedances were shown when checked so he replaced the lead and removed the fractured lead. The issue was resolved at the time of this reported. Additional information reported 2 days later stated she had revision because the lead was messed up/not working/broken. The patient stated she did not know exactly what was wrong with it. The patient was still in the hospital. It was indicated that representative checked the device a day prior to this call and stated everything was good with the programming. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.